Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle of jugger stich was fractured during surgery. The surgeon used another product. The device was discarded at the hospital. No adverse events have been reported as a result of the malfunction. Attempts have been made and there is no further information at this time.